Event description:
Device malfunction: none. Symptoms/ae: neurological event. Time of ae: after the procedure. It was reported that post a left common carotid artery stenting procedure, after the removal of the embolic protection device and the sheath, the pt had a transient ischemic attack with right upper extremity weakness. A CT of the head was performed, showing age related changes only as well as cerebral angiographies which were also negative. Before leaving the catheter lab, the pt was beginning to regain strength. Upon leaving the catheter lab, the pt was taken to the recovery room and was started on heparin and decadron. One day post procedure, the pt was discharged to home with only minimal weakness in the fourth and fifth digit of his right hand. Although requested, there is no add'l info available.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. There were no device malfunctions reported. Neurological complication is a known possible adverse event associated with the use of carotid stents as stated in xact instructions for use (IFU). This is possible even when the device functions normally.